Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's sensor. The father states there are large differences between their blood glucose and sensor readings. The father states the device went into threshold suspend. The customer's blood glucose level was 192mg/dl, and their sensor reading was 88mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted, but was not finished due to father not being able to continue. The customer is being sent out replacement sensor. The customer's father will be calling back.